Manufacturer narrative:
Device evaluation by manufacturer: a distributor engineer visited the customer to address the reported event. The distributor engineer adjusted the hand touch ad, clog sense, liquid level sense and changed the eki board. Fse resolved the reported issue by replacing the sample nozzle. The aia-900 analyzer was operational. There was no further action required by distributor engineer. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [2105] diluent suction error. Cause: the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. The most probable cause of the reported event was due to failure of the sample nozzle.

Event description:
A customer reported getting "2105 diluent suction error" when attempting to clean the tips on the aia-900 analyzer. A distributor engineer was dispatched to address the reported event, which resulted in a delay of cardiac troponin I (ctnl2) and progesterone (progii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.